Event description:
During a knee study on a pt, a c1 circular coil was mounted over the pt's knee. A quad knee coil could not be used because the pt's legs were too large to fit into the knee coil. At a point where the pt's legs were touching, which was approximately 5 to 6 cm from the closest part of the coil, the pt developed a burn with blistering on the left and right inner thighs. The pt also reported feeling warm during the scan. The burn on the right inner thigh had a 2/3 inch blister surrounded by a 2-1/4 inch red area. The burn on the left inner thigh had a 2/3 inch blister surrounded by a 1-1/4 inch red area. Both burns were classified as second degree burns. The pt was prescribed silvadine creme and augmentin for an antibiotic. Pt was also given a tetanus shot.